Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and migrated into the device pocket. A revision procedure was performed to extract the lv lead and implant a different lead. To date, no additional adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that this product was explanted, discarded and that it would not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.